Manufacturer narrative:
The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. O2 is allowed to be delivered through the mask even if the device stops functioning. Complaint records from 1/1/2006 to 4/9/2012 were reviewed and found no similar reports or allegations of serious adverse events associated with this resistor failure. Based on the investigation of these findings, the manufacturer concludes that no further action is necessary.

Event description:
A (B)(4) supplier ((B)(4)) alleges a patient was hospitalized with elevated co2 levels after her bi-level positive airway pressure device (bipap) started unexpectedly shutting off. The patient was being treated for obstructive sleep apnea (osa), 22/15 cm h2o (ip/ep) and chronic obstructive pulmonary disease (copd) with 3l/min o2. The device was evaluated by the manufacturer's service center. The complaint of the device unexpectedly shutting off was confirmed. The device error log reported error code e-70. E-70 code indicates the sensor printed circuit assembly, software version or serial number could not be read during the initial start-up, causing the device to unexpectedly shut down and reboot. The device will allow only four of these errors in a 24-hour period before it would have displayed "service required" message. Patient labeling advises the user to contact their home care provider if the problem continues. Evaluation indicates a resistor had separated from the therapy printed circuit assembly (pca), consistent with the error codes observed. This failure mode has been previously investigated under CAPA resulted in a design change that became effective in september 2008.